Event description:
The surgeon was using the flextip blade to remove disc material during a percutaneous discectomy. After a period of approximately one minute of use the blade was removed and it was noted by the surgeon that a portion of the outer shrink tubing was missing. The missing material was removed from the surgical site without incident. The pt was released from the hosp and doing fine.